Event description:
It was reported, following an MRI, the device was observed to be in back up mode. It was noted the system was not MRI compatible however, the MRI was performed. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.